Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring broken off. The customer's blood glucose was 386 mg/dl. The customer stated the reservoir was unable to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, broken belt clip rails, serial number faded, keypad overlay slightly stained, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.